Event description:
During a laparoscopic assisted vaginal hysterectomy when firing the atw35 across the ip ligament the surgeon was unhappy with the staple formation. While hemostasis was achieved the surgeon reported staples falling into the abdomen. The rep notes a few malformed staples from the pictures. No other info was available. There was no consequence to the pt.

Manufacturer narrative:
Tracking #. 45020. Sent: 12/04/1998.